Manufacturer narrative:
The information received indicated the device had a potential leak in the reservoir, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed unshod instrument separation in the inlet tubing of the reservoir occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed unshod separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted and revised due to a potential leak in the reservoir. The patient has not been bothered by it, except for the inflammation and antibiotics.

Event description:
According to available information, this device required replacement due to a leak. There was a suspected leak in the reservoir. The patient had inflammation and needed antibiotics. The pump was replaced. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.